Event description:
It was reported that during a cholecystectomy procedure, when trying to clip the cystic, the clips did not form nor close correctly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.